Event description:
It was reported that the wake button was unresponsive. There was no reported impact on the customer¿s blood glucose level. The pump was connected via usb, and while it turned on, the wake button failed to turn off the screen, indicating it was defective. The customer reverted to an alternate form of insulin therapy.